Event description:
The customer reported that a pixelated screen appeared on the screen during a colonoscopy diagnostic procedure involving an olympus colonovideoscope. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.